Event description:
It was reported that a user of the ilet experienced hyperglycemia beginning the prior day, with blood glucose reported over 400 and remaining elevated overnight; the user changed the infusion set and then performed an insulin cartridge change with assistance from customer care, and there were no device alerts or alarms reported. Symptoms included hyperglycemia without associated complaints such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included remote troubleshooting and education focused on cartridge replacement technique. Investigation of this case revealed no device malfunction or component failure reported and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.